Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 5/6/2021 h.6. Investigation: the customer issued a complaint for molding defect problem detected during customer process. Photos and 1 sample were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer.

Event description:
It was reported that ultrasafe plus x100l png clear had a safety device failure. The following information was provided by the initial reporter: we encountered a failure of the safety device. It appears to be a molding defect. Below is a summary of the issue: the sample triggered successfully however it did not activate, as such an activation force of 0 n was assigned which does not meet the spec of =0.2n and =5.0n. Inspection of the sample shows signs of gross deformation of the sample¿s safety device that could have led to the device not activating. As no damage was noted to the device packaging, the damage to the safety device could have occurred during manufacturing or as a result of a molding defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe plus x100l png clear had a safety device failure. The following information was provided by the initial reporter: we encountered a failure of the safety device. It appears to be a molding defect. Below is a summary of the issue: the sample triggered successfully however it did not activate, as such an activation force of 0 n was assigned which does not meet the spec of =0.2n and =5.0n. Inspection of the sample shows signs of gross deformation of the sample¿s safety device that could have led to the device not activating. As no damage was noted to the device packaging, the damage to the safety device could have occurred during manufacturing or as a result of a molding defect.